Event description:
Patient presented with obstructive respirations mainly at night, which are induced by stimulation. Additionally the patient experienced fatigue and sleep disturbances due to the vns induced obstructive respirations. The respiratory events triggered awakenings. The patient was referred for a generator replacement to upgrade to a sentiva generator for day and night programming. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the generator was replaced prophylactically. Per historical hospital policy, product return is not expected. No further relevant information has been received to date.